Event description:
It was reported that a cusanxt did not have any aspiration. The product was not in contact with a patient, however, there was a delay of the surgery for approximately 30 minutes while another unit was found and the hand piece was assembled. The patient was being anesthetized in the adjacent room at the time the unit failed. There was no injury involved with this event.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated upon the reported information.